Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident. Customer had a symptoms like nausea and vomiting. Customer stated that they performed the device verification test, self test and test was passed. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not returned for analysis.